Event description:
It was reported that after the iab was partially inserted, it became stuck in the sheath and the balloon began to unwrap. As a result, the entire assembly was removed and replaced. There were no pt complications.